Event description:
Surgeon was performing an abdominal hysterectomy. While suturing in the abdomen, the needle broke in two pieces. Both pieces were located and removed.====================== manufacturer response for suture with needle, suture, coated vicryl ======================reporter not aware of the content of response from vendor.